Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 20291136.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was noted also that patient had difficulty charging the ipg following a childbirth. The patient underwent an ipg replacement and lead repositioning procedure. The patient was doing well post operatively. The explanted device will not be returned per facility policy.